Event description:
On (B)(6) 2018, a 33mm epic valve was implanted. During the post-implant echo performed in the operating room, perivalvular leakage was observed. The patient was returned to bypass, the 33mm valve was explanted and replaced with a smaller 31mm epic valve (serial number unknown). They had no adverse complications and has been discharged.

Manufacturer narrative:
An event of perivalvular leakage was reported. The returned 33mm epic valve met abbott specifications with no functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The cause of the reported event remains unknown however, information from the field stated that a smaller valve was subsequently implanted.